Manufacturer narrative:
.

Event description:
The user is questioning the "no shock advised" determination made by the device during a patient use event. The patient outcome is unknown.

Manufacturer narrative:
(B)(4)